Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9733597 (unknown serial/lot); h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was displaying a "fault - communication error" for the electromagnetic localization system box in emitter details. Technical services (ts) had the manufacturing representative (rep) go into em interface testing. The rep reported ctr - not connected, tca - "blank" and all power supplies faulted. Ts had sales rep reseat the electromagnetic localization system communication cable. Sales rep reported that ctr and tca now reading connected and all power supplies ok in em interface, but emitter details in application still reading "fault - communication error." The rep noted that axiem communication cable had some minor damage.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the axiem communication cable was replaced and the system then performed as intended. Codes b01, c07 and d02 are applicable to this evaluation. Please see also section b5 for additional event information. F1908 was added for the approximately 10 minutes delay to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a ventriculoperitoneal (vp) shunt procedure. There was approximately 10 minutes delay to the procedure, and there was no impact to patient.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9733597, lot number: 190326. It was reported that the returned cable has no physical damage and passed a continuity test with no opens or shorts detected. No problem was found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) the previous concomitant product, product ID: 9733597, serial/lot #: unknown, submitted in supplemental regulatory report #: 1723170-2025-00004 was reported in error and is a duplicate product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.